Event description:
During surgery, the targeting jig did not lock into position correctly and had too much play in it which caused the drill guides and drill to miss the holes on the nail. Consequently, the proximal drill bit snapped inside pt and had to be retrieved. The surgery was extended approx 60-90 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.